Event description:
The customer mother reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer mother stated at lunch blood glucose is 363 mg/dl and was treated manually and he feels fine. The customer mother was connected to help line for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.